Event description:
The complainant reported that the automated impella controller (aic) exhibited purge disk failure. The initial device was replaced with a new aic. No patient involvement, this issue was discovered during an in-service.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Visual inspection of the purge assembly area confirmed a tilted/ broken blue retainer. The issue with detecting purge disc was due to defective purge retainer. This report is being filed as part of a retrospective review of historical records.